Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/14/2023, it was reported by an arthrex employee via email that an ar-8825bc mini biocomposite pushlock distal eyelet and screw portion were detached from the anchor shaft. No broken piece remains in the body. Another product was opened, and the surgery was completed without any problems. This was discovered during a procedure on (B)(6) 2023.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.